Manufacturer narrative:
Corrected data: (lot #) was corrected from 14een to 13k22. Was corrected from (B)(6) 2014 to (B)(6) 2013.

Manufacturer narrative:
The returned sensor was evaluated. During inspection, broken plastic on the clamp at the mini-d connector was found. During evaluation the sensor passed all functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.